Event description:
Boston scientific received information that previous changes in shock impedances from 40 ohms at implant and increasing to 75-80 ohms on this defibrillation lead. Recently an out-of-range shock impedance was detected through latitude with this current cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
Technical services initially discussed the issue and troubleshooting. Information suggests these products remain in-service. Resolution was requested from the field. No further information has been provided to date. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this lead was now surgically abandoned.

Event description:
--

Event description:
--

Manufacturer narrative:
Noise was later reported on the atrial lead. The field representative discussed this issue with the patient and physician has elected to bring the patient into clinic to discuss a possible revision.